Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a kink on the sheath of the angio-seal device. When the angio-seal poly-foil pouch was opened, the tip of the insertion sheath was already kinked. The device was not used and hemostasis was successfully achieved by manual compression. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. There was no health damage to the patient.